Manufacturer narrative:
The device was returned for service/repair. The service evaluation confirmed the customer¿s reported issue as the power switch was found defective/faulty. A review of the devices repair history shows the scope was last serviced via repair in (B)(6); the front panel of the device was flashing due to defective/faulty sensors. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (osh) was informed that the customer evis exera ii xenon light source¿s ¿main bulb cannot be activated (xenon lamp is normal)¿ which occurred during preparation before use. Patient was not under general anesthesia. There was no delay as another similar device was used to proceed and complete the tracheoscopy procedure. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the repair division confirmed the failure of the power unit, it is presumed that the failure of the power unit resulted in the failure of the main lamp. The cause of the power unit failure could not be estimated. Olympus will continue to monitor field performance for this device.